Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 222 and 104 mg/dl and 157 and 98 mg/dl. The customer¿s expected am fasting blood glucose test result is below 95 mg/dl and expected pm fasting blood glucose test result is below 120 mg/dl. The customer feels well and did not report any symptoms related to diabetes. Customer stated that she was feeling nauseous, but it was not due to diabetes, customer stated she is 8 weeks pregnant. Medical attention is not reported as a result of the actual blood glucose results. The customer is not using the proper testing technique. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/31/2023 and open vial date is (B)(6) 2022. During the call, a back to back blood test was performed by the customer fasting. Customer did not have any more test remaining in the vial and so had used another vial of test strips with the same lot number, open vial date is (B)(6) 2022. Customer obtained back to back test results of 73 mg/dl and 83 mg/dl using true metrix meter; customer was not concerned with the results stating that she is hungry and needed to eat. The meter memory was reviewed for previous test result history (time not set): result 1: 79 mg/dl date: (B)(6) 2022 time: 8:44 am fasting pm, result 2: 80 mg/dl date: (B)(6) 2022 time: 5:52 am fasting, result 3: 117 mg/dl date: (B)(6) 2022 time: 8:58 pm fasting, result 4: 117 mg/dl date: (B)(6) 2022 time: 3:57 pm fasting, result 5: 91 mg/dl date: (B)(6) 2022 time: 11:45 pm fasting, result 6: 104 mg/dl date: (B)(6) 2022 time: 11:44 pm fasting, result 7: 222 mg/dl date: (B)(6) 2022 time: 11:43 pm fasting, result 8: 157 mg/dl date: (B)(6) 2022 time: 11:34 am fasting pm, result 9: 98 mg/dl date: (B)(6) 2022 time: 11:34 am fasting pm.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 01-aug-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Corrected sections as of 01-aug-2022: h3: device returned to manufacturer for evaluation from no to yes.